Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The root cause for this investigation is in progress. A batch review has been performed. All release criteria were met for the production of this lot. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation CAPA (B)(4).

Event description:
Customer reported unexpected negative results on a patient with a history of anti-c (at a different facility - tuoro) when tested with capture-r ready screen 3 (crrs3) and capture-r ready-ID (crrid) on the echo instrument.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor that had a ruptured bladder during patient use. The device has 15.5ml of drug. The patient has (B)(6). There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available or if the device is received for evaluation. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.